Event description:
Ventilator alarmed and when cust arrived the ventilator was not giving pressure. All connections were checked to confirm if there was a leak. No leaks were found. Turned vent off/on and still not giving any pressure.